Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the patient line connector of a pd cassette and the female connector of a minicap transfer set. The was described as, when the home patient (hp) was connecting the cassette connection port and the female connector of the minicap transfer set, the hp felt that it was not fitting properly. This was observed after use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.